Manufacturer narrative:
The device was not returned for analysis, and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device, no conclusion can be made regarding the reported failure of the coil to detach or possible contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. A review of the manufacturing documentation associated with the involved lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
During the coil embolization procedure of a basilar apex aneurysm (10x10mm), the presidio coil (pc41810343000/c24539) would not detach, but after several attempts, the coil was implanted. During the event, the coil was repositioned several times, and the dcb was exchanged, and then the coil detached. It was noted that there was no resistance at any time with the coil and the microcatheter, and a constant flush was maintained. Pre-deployment check was conducted, and all checked out correctly. All the connections were checked and although the blue dcb was changed, the same dcb was used with other devices and it worked correctly. There was no adverse event reported and the procedure was successfully completed. The device was discarded after used and it is not available for analysis. No further information is available.